Manufacturer narrative:
(B)(4). The customer¿s report of ballooning in the silicone segment was both confirmed and replicated. Visual examination of the set noted that a small balloon was still present at the top of the pump segment just below the upper fitment. There were no other anomalies. Functional testing was performed and inflation of the bulged was not observed during draining, priming, or gravity run. Pressure testing was performed which resulted in re-inflation (ballooning) of the affected area at ~7 psi. The customer¿s report of ballooning of the silicone pump segment was confirmed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a bulge in the silicone segment during an infusion. There is no report of patient harm.